Manufacturer narrative:
The ge rep conducted an onsite investigation. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a corrupt files error message. No pt injury was reported.